Event description:
A leak was reported in pt who underwent a hand assisted laparoscopic sigmoidectomy, due to diverticular disease with anastomosis created using the car device. The pt went home on pod 3. On pod 7, came back to ER with abdominal pain. X-ray showed free air in abdomen, apparently at anastomotic site. Re-operation revealed a posterior tear. The pt was diverted.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4) as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned to manufacturer, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.